Event description:
It was reported that the pump had quit working eight months prior for a period of 15 days and then it started working again. It was reported that the patient¿s healthcare provider told the patient, they had 15 extra days of medicine in the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l60550, implanted: (B)(6) 1999, product type catheter. (B)(4).